Event description:
Patient experienced a restenosis (isr) of two cypher stents. The patient was treated with bypass surery (CABG). The patient underwent pci to the proximal lad, with an unknown bare metal stent; date unknown. In 2002, the patient also had pci with a 2.75 x 33mm cypher stent placed in a totally occluded first posterior lateral branch (lpl). The patient ws again admitted to the hospital in 2003. The patient was currently taking aspirin, plavix, beta-blockers, and calcium antagonists. The patient was taken to the cardiac cath lab, where angiography revealed a 90% instent restenosis (isr), of the previously placed unknown bare metal stent in the proximal lad. A 3.0 x 18 cypher stent was deployed with satisfactory results.